Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that there was an increase of voltage on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event